Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device needed service. It was found to have a damage neuro-tip. It is unknown if the device was used in surgery. It is unk if medical intervention occurred. No add'l info available.